Event description:
The customer reported via phone call experiencing low and high blood glucose levels. The customer's blood glucose was 52 mg/dl, but he stated that he overcorrected, bringing his blood glucose up to 400 mg/dl. He stated that this had happened previously but he declined troubleshooting, stating that he knew the cause of the issue. No further assistance was necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.